Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2018-06626, reference MFR. Report#: 3006705815-2018-01696, reference MFR. Report#: 1627487-2018-06627, reference MFR. Report#: 1627487-2018-06628. It was reported while following-up on the patient's pain in the flank area (reference MFR. Report#: 3006705815-2018-01479 and 3006705815-2018-01479) cultures/blood tests were (B)(4) for infection (location unknown). As such, the patient was admitted to the hospital wherein the scs system was explanted. The patient was treated with antibiotics and then released.

Event description:
Device 3 of 5 : reference MFR. Report#: 1627487-2018-06626 , reference MFR. Report#: 3006705815-2018-01696 , reference MFR. Report#: 1627487-2018-06627 , reference MFR. Report#: 1627487-2018-06628 . Follow-up information reveled the patient¿s infection has cleared.